Manufacturer narrative:
This MDR submitted 04/30/2014 references itc complaint case number (B)(4). The creatinine cartridge lot number is cnuuh-anmms. Method: the actual device was not evaluated; a process evaluation was performed. No related ncrs were identified for this instrument. Results: no results are available since no evaluation was performed. Conclusion: the instrument was not returned. Itc has requested all data required for form 3500a.

Event description:
A healthcare professional reports higher than expected creatinine results were generated with an irma trupoint blood analysis system during evaluation of a stroke patient in the emergency room. The hospital's normal creatinine reference range for this age female is 0.6-1.1 mg/dl. The irma ceatinine result generated was 1.7mg/dl. Another sample from the same patient tested in the lab generated 0.96mg/dl. It was reported that a contrast dye that would have been used was changed for the patient based on the initial irma creatinine result. No adverse events were reported.